Manufacturer narrative:
UDI= (B)(4). The device was not returned. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the recently implanted patient was experiencing severe abdominal pain. The physician removed the lead the same day it was implanted and the pain disappeared. The physician believed that the pain was device related. The lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.